Manufacturer narrative:
Engineering evaluation noted that the revision report was likely the result of infections, which is addressed in the product labeling under general surgical risks. Initial reporter notified FDA 12/26/2016. Uf/importer number: (B)(4).

Event description:
Revision due to infection.

Manufacturer narrative:
Pending engineering evaluation. Initial reporter notified FDA 12/26/2016. Uf/importer number: (B)(4).

Event description:
Revision due to infection.